Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garment clasps were irritating an existing incision site and causing his incision site and drainage tubes to leak blood. Follow-up attempts indicated that the patient ended use of the lifevest. The medical outcome of the patient's incision site is unknown.